Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 453 mg/dl when compared to a competitor meter result of 35 mg/dl. The customer was provided juice by the daughter and subsequently, the customer became delirious, and experienced symptoms described as ¿hard time walking¿ and a loss of consciousness. It was further reported that the ¿actual glucose level¿ was obtained (unspecified) but there was no further information was reported. There was no report of death or permanent injury associated with this event.